Event description:
Patient underwent an ascending aorta repair in 2003. Patient then left hosptial 2 weeks later. Patient returned to the hospital due to respiratory problems. An echocardiography examination then revealed a pleural effusion. A drainage was performed to evacuate observed liquid effusion. Drains were removed.